Event description:
It was reported that: while the device was ventilating a pt, an rn noted that the tubing came out of a pressurized heparin bag and the heparin spilled on to the ventilator. A therapist was called into the room and manually ventilated the pt. The therapist then cycled power to the device; however, the display remained blank and the device was not functioning. The pt was transferred to another ventilator. No pt injury.